Event description:
The user facility reported to olympus that the camera head cable contact was loose and depending on the cable position, the camera may not work. The issue was identified prior to a procedure. There was no report of patient or user harm due to the event. The device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. Service found that the image disappeared and ceased to emerge due to a cable break.

Manufacturer narrative:
The device evaluation also found a cable break in the direction of the charge-coupled device unit, and the cable was leaking. In addition, the adapter was found to be worn at the stud bolts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in 2006, though a specific date was not identified. The device history record was unable to be reviewed for this device since it has been over 15 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, there was a leak from cable break or the cable, hence, it was assumed that communication failure occurred, and the image was not displayed due to the intrusion of moisture and deterioration of the cable. Other inspection findings are as follows: cable break, the adapter is worn at the stud bolts. The instruction manual identifies the following related verbiage which could have prevented the phenomenon regarding cable damage and cable inundation: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head; do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged; never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged; do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged; never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged; never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.